Manufacturer narrative:
This report is submitted on october 04, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site leading to device non-use. Subsequently, the abutment was electively removed under a general anaesthetic on (B)(6) 2017.